Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient reports finding moisture in cartridge compartment associated with blood glucose in the 300 mg/dl range. Patient does not report symptoms associated with elevated blood glucose and did not seek medical assistance. Patient's blood glucose of 300 mg/dl without symptoms or medical assistance does not meet animas criteria of an adverse event. This report is being made based on the alleged cartridge issue.